Manufacturer narrative:
(B)(4). Date sent: 5/20/2016. Pt info; relevant tests/lab data, other relevant history; concomitant medical products: information was not provided by the contact. Batch # (B)(4). Date of event: only month and year known, assumed first day of month. The analysis results found that the cdh29a device (a) arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that the doctor was performing an anastomosis during a lower anterior resection and the staples didn't form after the stapler was actuated. A like instrument was used to create a second anastomosis and the procedure was completed with no consequence to the patient.